Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on 2023-08-10 from a healthcare provider (hcp) regarding an implanted infusion pump system for spinal pain. The pump was used to deliver unknown morphine 10mg/ml at 3.676 mg/day. It was reported that, on (B)(6) 2023, the patient's pump was filled. There were no changes made to the programming and the pharmacy confirmed that all drug information was correct. The home infusion nursed confirmed that the programming was correct. On the evening on (B)(6) 2023, the patient game themselves their one bolus they were allowed. After the bolus, the patient felt like they were getting too much medication and had itchiness and dizziness at bedtime. Technical services assisted in confirming that the drug that the patient was receiving was still the "old drug" and the new drug had not yet reached the tip of the catheter on the evening on (B)(6) 2023. Per the technical services calculations, it would take between 25.78 and 31.66 hours for the new medication to reach the catheter tip. It was noted that the patient's personal therapy manager (ptm) bolus amount was 0.2mg. Additional information received on (B)(6) 2023 from the patient indicated that the itching and dizziness were related to the device or therapy. In regards to actions/interventions taken to resolve the symptoms, there were none and "systems discontinued". Per the reporter, the pump "'surged' or the tubing might have gotten pinched, maybe by adhesions". It was also reported that the "doctor thinks more likely that the pump 'surged' and is trying to quit". A new pump was scheduled to be implanted in october.